Manufacturer narrative:
The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. H3 : na.

Event description:
The customer complained of discrepant results in seconds (sec) with coaguchek xs pro meter serial number (B)(6) compared to a laboratory using the siemens c5 2500 reagent which is a human recombinant thromboplastin. Patient 1, the meter result was 4.8 inr (57.1 sec). The result from the laboratory within four hours was 4.1 inr (39.5 sec). Patient 2, the meter result was 4.5 inr (54.1 sec). The result from the laboratory within four hours was 3.6 inr (34.4 sec). Liquid quality controls were run and the results were acceptable. The patient's therapeutic ranges were not provided.